Manufacturer narrative:
Initial reporter updated based on good faith effort response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion was re-calibrated and the x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not docking properly and there were dents next to the docking pins. Motion calibration was done recently but did not fix the issue. This was not affecting any cases. There was no patient present. Additional information was received that the x-stage cover was damaged.